Event description:
It was reported that the user experienced persistent hyperglycemia while using an infusion set with the ilet, with cgm readings high and fingerstick values reportedly exceeding 400 mg/dl for about 24 hours; the set was changed twice, and the user stopped the ilet and transitioned to prescribed backup subcutaneous insulin therapy per clinician guidance while contact detach sets were arranged. Symptoms included hyperglycemia without reported ketone testing, loss of consciousness, dizziness, or dka. Outcomes included temporary interruption of pump therapy and reliance on backup therapy, without hospitalization or medical procedures. Investigation included customer interview, troubleshooting, and education, with a goodwill order for replacement infusion components. Investigation of this case revealed that the precise cause of hyperglycemia was not identified and no device alerts or alarms were reported. It was concluded that the event involved hyperglycemia of unclear cause with a device-use interruption mitigated by backup therapy and replacement infusion supplies.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.